Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection, the duodenoscope distal end had a gap. The adhesive between the distal end and server plug-in had a gap and deteriorated. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [july/23/2024]. Additional information added to field h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and the malfunction could have caused due to stress applied at reprocessing of the subject device. However, the root cause was unable to be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The event can be detected and prevented by following the instructions for use: 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.